Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for one patient sample tested for free triiodothyronine (ft3), free thyroxine (ft4), and thyrotropin (tsh). The erroneous results were not reported outside of the laboratory. The units of measure were asked for, but not provided. The sample initially resulted as 0.998 for ft3, 0.032 for tsh, and 1.12 for ft4. The sample was repeated, resulting as 3.38 for ft3, 2.65 for tsh, and 11.43 for ft4. The sample was repeated a second time, resulting as 3.41 for ft3, 2.61 for tsh, and 11.36 for ft4. The patient was not adversely affected. The ft3 reagent lot number was 187432. The reagent lot number was asked for, but not provided. The ft4 reagent lot number was 125827. The reagent lot number was asked for, but not provided. The tsh reagent lot number was 120341. The reagent lot number was asked for, but not provided. The field service engineer found that the analyzer probe was contaminated with gel. He replaced the probe and syringe seals. He confirmed that the instrument now works properly. Investigations have determined that a reagent issue is most likely not present.